Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, headache, phlegm, and throat irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination found at the air inlet, on the iso port, on the outside of the blower box, inside the blower box, on the motor casing, and on the motor impellers. The manufacture also found evidence of fine, black contamination found on the back of the front panel and on the top and bottom casing of the base unit, slight black contamination at the blower seal of the blower box which is consistent with the keratin contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was evidence of multiple contaminant from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.